Event description:
It was reported that during a laparoscopic colon procedure, after closing the first trigger, it was impossible to close the second trigger. They were unable to then open the first trigger. Procedure was converted to open to cut the device out. There were no further problems with the patient.